Event description:
It was reported that the patient suffered an mi and required iabp therapy following CABG due to post-surgical myocardial dysfunction. The iab was inserted femorally via a sheath. After 5 days of use, it was decided to remove the iab. Difficulty was encountered at removal and it was suspected that the balloon had ruptured and was entrapped. There were no signs of blood in the helium tubing and no pump alarms. During surgical removal of the iab, the patient expired. Details of the cause of death are not available at this time.